Event description:
It was reported that within the last six months the patient had frequent urinary tract infections. The reporter stated that she called the managing doctor and had an appointment to get the patient in as soon as possible. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v106484, implanted: (B)(6) 2008, product type lead. (B)(4).